Event description:
It was reported the patient¿s internal neurostimulator (ins) did not last. It was noted the ins did not last more than five or six months. It was reported the patient did not get them replaced right away due to not being fully healed from the implant procedure.

Manufacturer narrative:
Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).